Manufacturer narrative:
B5: patient is seeing much better. Has to get used seeing in dark and light conditions. Reportedly, "it seems problem is resolved." Claim #(B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm613.2, -06.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 . The lens was replaced with a shorter length lens due to refractive surprise and excessive vault on (B)(6) 2021. Reportedly, vault is ok now and patient is more happy with distance and near vision. Patient under observation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.